Event description:
It was reported that there was a red alert was seen for high shock impedance greater than 200 ohms, which had been high out of range on every daily measurement for the past seven months. The shock vector had been triad, and is now distal coil to can with a shock impedance of 44 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).